Event description:
The devcie was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hosp reported no patient injury occurred.